Manufacturer narrative:
Block h2: additional information. Additional information was received on january 29, 2024, and the customer reported the type of procedure performed was a lower gastrointestinal tract dilation with the target anatomy location of the descending colon. Initially, the procedure type and anatomy location of the procedure were unknown and was reported as it may have occurred in the esophagus. This additional information confirmed the pinhole occurred in the gastrointestinal tract and the procedure was able to be completed with another dilation balloon without patient complications. A balloon pinhole may require device exchange which may result in a clinically insignificant delay of procedure and is unlikely to cause or contribute to a death or serious injury if the malfunction were to reoccur. There have been no serious injuries previously reported for this product family and hazard. As there is no longer a reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. If additional information becomes available, it will be assessed at that time.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was being prepared for use in a procedure to be performed on (B)(6) 2023. During preparation, a hole was observed in the tip of the balloon, which caused a leakage. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. The instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. Additional information received on january 29, 2024. The type of procedure performed was lower gastrointestinal tract dilatation and the anatomy location was at the descending colon.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was being prepared for use in a procedure to be performed on (B)(6) 2023. During preparation, a hole was observed in the tip of the balloon, which caused a leakage. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. The instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.